Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that there was no clarification from the caregiver regarding the last time the device was charged. This was confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had a sudden return of symptoms. They found the device to be off, turned the ins on and patient was doing much better and released from the hospital a short time later. The ins was recently charged and was at 75%. No further complications were reported or anticipated with this event.